Manufacturer narrative:
Correction: h6: 2137. Claim (B)(4).

Manufacturer narrative:
Correction: h1- serious injury. Claim (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove and replace the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced poor vision due to incorrect calculation. The lens was later exchanged for a same size, different power lens and the problem was resolved. Cause of the event was a user error. Reportedly, "the lens was calculated with the wrong sign of the cylinder. The sign error resulted in an incorrectly calculated lens length."